Manufacturer narrative:
D5,6; h2,3,46; g4: added add'l info. H6; damaged closing mechanism. The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: lockout position, unfired; batch number, 189; cartridge condition, unfired and cartridge return batch number, k0144z. Functional tests & results: condition of firing trigger lockout, good; condition of pinion gear, good; condition of short rack, good; condition of yoke, broken and was instrument cycled, no. Analysis conclusion: based upon the info rec'd and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged closing mechanism. No conclusion could be reached as to how this damage occurred. Each instrument is evaluated during the assembly process to ensure it functions properly.

Event description:
It was reported the ez45g was used during during a video assisted thoracic surgery. It was reported the staples misfired, safety lockout engaged and would not allow advancement of the trigger. There was no consequence to the pt.